Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/9/2024 it was reported by a sales representative via email that an ar-1588btb-2j tightrope ii btb, upon trying to pull the tail through the button, the shuttle wire ripped. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Correction: h1 to n/a. Additional information: b5. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information received on 10/15/2024: this was discovered on the back table during an acl reconstruction procedure. The case was completed using a new ar-1588btb-2j tightrope ii btb. The case was not delayed.